Event description:
T-wave oversensing noted on stored ventricular egms. No inappropriate therapies have been delivered since last clear on (B)(6) 2022, see r-wave amplitude trend for variation in measurements. Programmed rv pace / sense polarity is bipolar / bipolar with sensitivity al 0.30 mv fyi lo rep. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).